Manufacturer narrative:
Device evaluation: the condition of the returned unit was consistent with the complaint incident. Only the stent was returned for evaluation. The entire length of the stent was flattened and stretched. The condition of the target vessel was reported as very calcified. It is advised in the taxus liberte directions for that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The exact root cause of the reported difficulty is determined to be unknown.bsc ID#: a00057109 / tw373939

Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, a stent dislodgment occurred. The lesion was located in the very calcified proximal left anterior descending artery (lad). The lesion was predilated with five balloons and a cutting balloon. The physician attempted to advance the 2.75x28mm taxus liberte drug eluting stent to the lesion four or five times, and then the stent dislodged from the stent delivery system in the proximal lad. The physician failed to retrieve the stent and it embolized in the "shoulder's vessel". The physician then used a snare to successfully retrieve the stent. The stenting procedure was not completed due to this event. Patient status is reported as "good".